Manufacturer narrative:
Unit passed displacement test. Unit alarmed pump error alarm during rewind due to corroded motor home switch. Unable to verify pump error alarm or pump error alarm due to motor anomaly. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received error. Customer was able to clear error and processed rewind. No harm requiring medical intervention was reported. The insulin pump wil be returned for analysis.